Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water tank. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer and found unknown white, tan, and black contamination at the air inlet of the blower box. Unknown white and brown, contamination in the iso port. Dust-like contamination on top and bottom of the blower motor and the blower motor seal, blower box. Potential fluid deposit spots on the top and bottom of the blower motor, indicating potential water ingress and potential fluid deposit spots on the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer found there was no evidence of sound abatement foam degradation. The manufacturer concludes multiple contamination of keratin, dust, unknown tan, white contaminant found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, box d, g and h has been updated or corrected.